Manufacturer narrative:
Failure analysis found that the unit passed the functional test, including the self test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime and compromised force system sensor test and excessive no delivery test. All operating currents are within specification. No other alarms noted. Unit received with cracked reservoir tube lip and minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart multiple times before and after new batteries were installed. The customer's blood glucose reading at the time of incident was 125 mg/dl but also went down to 39 mg/dl. Troubleshooting was done for the alarms and the self test passed however the customer was advised that the pump would be replaced and to return the product for analysis.